Event description:
It is reported that the pt is experiencing pain and difficulty regaining range of motion. The pt underwent a manipulation on (B)(6) 2014.

Manufacturer narrative:
Upon receipt of additional information, there is no alleged event against a zimmer biomet product. The product is manufactured by a competitor.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be definitively determined. Attempts have been made to obtain additional information however, no further information has been received to date. Review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.